Event description:
Patient revised for a loose insert.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported loose insert without the product to examine. It was noted the product was implanted for approximately 12-years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.